Event description:
It was reported by a patient that following their first surgery on (B)(6) 2013, they resumed their salary activity with the agreement of their surgeon. At the beginning of 2017, they felt unusual and constant brutal pains. In (B)(6) 2017, their doctor prescribed additional examinations to determine the cause of the pain, but no diagnosis was made after reading these exams (radiography from (B)(6) 2017). Eighteen months later, upon taking similar photographs, the doctor told the patient that their prosthesis was broken. The patient underwent a new procedure for the replacement of the defective prosthesis in (B)(6) 2018. During the course of an appraisal, after a careful reading of the photographs taken in (B)(6) 2017, the expert wrote that the core of the prosthesis was moved forward and detached from the lower metal plate. The patient underwent a rhizolysis in (B)(6) 2018, and a guided radio infiltration in (B)(6) 2017, which the patient believes would not have been necessary if the doctor had made the diagnosis within days of the initial x-ray. The patient now suffers financial impact as they are disabled and can no longer work, and suffers a disturbed family life as their pain prevents them from doing activities or family outings. Their walking perimeter is reduced by a few meters, they use a cane to make their movements, and they can no longer ride a bicycle or sit, stand, or lie for a prolonged period. They report that pain is present permanently day and night, and take morphine which has consequences on intestinal transit. They have difficulty sleeping and require partial help for hygiene care, dressing, etc. They suffer from irritability, depression, dependence, and isolation. The patient also reports sterility, which they believe is related to the intervention performed in (B)(6) 2018 for replacement of the prosthesis, during which there was a complication of a hemorrhage with loss of sll which required the intervention of the vascular surgeon. This report is for an unk - plates: spine. This is report 1 of 2 for (B)(4). This report is related to (B)(4), which reports the initial screw breakage and revision surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown plates: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B1, b5, h1: the actual product code was not available for the initial report and therefore was submitted as an unknown product code with the assumption that synthes gmbh was the legal manufacturer. During further review of this event, it was determined that synthes gmbh is not the legal manufacturer of this device. The legal manufacturer of the device associated to this report is centinal spine. As centinal spine is the legal manufacturer, centinal spine has reporting responsibility; legal manufacturer centinal spine has been notified of this event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on (B)(6) 2013, the patient underwent a disc removal and l5-s1 arthroplasty using prodisc synthes total prosthesis. The patient resumed his professional activity in the first quarter of 2015. On (B)(6) 2017, an x-ray was performed because of the 2-month increase in lumbar pain. No faults are found. On (B)(6) 20217, the patient undergoes an infiltration of the posterior joint l5-s1. On (B)(6) 2018, a rhizolysis is performed. No improvement is observed in progress. On (B)(6) 2018, an x-ray reveals a rupture of the ball of the prosthetic nucleus and a dislocation of the central part of the prosthesis. On (B)(6) 2018, the patient underwent a surgical resumption for a replacement of a disc prosthesis. The procedure is complicated by a wound of the left iliac vein requiring a 20-minute iliac clamping and surgical suture. The patient then presents hemorrhagic shock with blood loss estimated at 5 liters. A transfusion is performed. The patient is placed under surveillance in intensive care and post-operative resuscitation. The evolution is quickly favorable. Extubation and oxygen withdrawal are performed a few hours after the patient arrives. The aftermath of the operation are marked by the persistence of low back pain requiring specialized pain management.